Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, following patient registration in a cranial resection, the instruments were unable to be verified in the navigate screen. The reported issue was resolved by reverting to the patient select screen then progressing to navigate. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.